Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported inability to grasp the leaflets appears to be due to challenging anatomy. The reported tissue injury was due to leaflet grasping. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2021 the patient returned with the mr increased to 4 and it was noted the clip had tilted position. A second procedure was performed on (B)(6) 2021. The clip delivery system (cds) (lot 10327r296) was advanced to the mitral valve however the leaflets could not be grasped therefore the cds was removed. A second cds (lot 10507r140) was advanced however also could not grasp the leaflets. The cds was removed and the procedure aborted with the mr remaining at 4. It was noted the leaflets were damaged due to the grasping. The patient was sent for mitral valve replacement surgery. No additional information was provided.